Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that one day post stenting procedure in the proximal right coronary artery with one 3.0 x 28 and one 3.5 x 15 xience v stent, in the distal right coronary artery with one 3.0 x 23 xience v stent and in the distal circumflex with one 3.0 x 15 xience v stent, the patient experienced elevated cardiac enzymes. The ECG results revealed no myocardial infarction. There was no reported treatment given. The patient was discharged on day after the procedure. It was later learned that the patient experienced a peri-procedural non q-wave myocardial infarction caused by the target vessel. Though requested, there was no additional information provided.